Event description:
It was reported that during deployment of a vascular stent in the sfa, after approximately half the stent was deployed, a "pop" sound was heard and the deployment trigger became unresponsive. The deployment handle was disassembled and forceps were used to pull on the deployment wire, which successfully deployed the remaining portion of the stent; however, the stent elongated in the process, resulting in a total stent length of approximately 30cm. The delivery system was then unable to be removed from the guidewire; therefore, both were removed simultaneously without further complication. Balloon angioplasty was then performed and final angiography demonstrated good patency results of the treatment site. No report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided and a review of the manufacturing records will be performed. The delivery system has not been returned for evaluation to date. The investigation is currently underway.